Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and the paramedic visit. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results below 3.9 mmol/l mean low blood glucose (hypoglycemia). Test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). If you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 121: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm. Living with diabetes 9 / page 123: frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem.

Event description:
The patient reported that she had to call for an ambulance three times due to low blood glucose (exact bg was not provided) reading between a two week period in (B)(6) to (B)(6) of 2018. There were no further information regarding the paramedics visit or to the patient¿s treatment. Attempts were made to reach the patient to obtain additional information about the event, but there was no answer so a voice message was left to call us back. Please see related complaints for the other paramedic visit (B)(4).